Event description:
IV pump alarming 4 hours after being hung. When rn went into room to adjust pump alarm, realized tubing was leaking due to wet spot on the floor and tubing leaking on to scrubs. PICC team and provider notified. Tubing changed and leaking tubing left at bedside. Tpn infusing. Leaking from y site. No harm reported.